Event description:
It was reported a device related thrombus occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2023, the patient was hospitalized due to gastrointestinal bleeding and a hemoglobin level of six (6). During a transesophageal echocardiogram (tee) a thrombus was discovered on the surface of the closure device. Rivaroxaban was discontinued and the patient was administered heparin intravenously. When the patient has more fully recovered they will begin taking coumadin. The patient remains hospitalized due to the gastrointestinal bleeding and hemoglobin level.

Event description:
It was reported a device related thrombus occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2023, the patient was hospitalized due to gastrointestinal bleeding and a hemoglobin level of six (6). During a transesophageal echocardiogram (tee) a thrombus was discovered on the surface of the closure device. Rivaroxaban was discontinued and the patient was administered heparin intravenously. When the patient has more fully recovered they will begin taking coumadin. The patient remains hospitalized due to the gastrointestinal bleeding and hemoglobin level. It was further reported the thrombus was located in the middle of the closure device and was mobile. The patient was bridged from enoxaparin sodium to warfarin in response to the thrombus.

Manufacturer narrative:
B5 describe event or problem updated b6 relevant tests/laboratory data updated b7 other relevant history updated.